Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that nexiva diffusics 20g x 1.25 in catheter kinked. This occurred on 3 occasions. The following information was provided by the initial reporter: it was reported that nurse could feel the catheter bent and outside of the vein - when I took the catheter out I was able to see where it was bent in her arm.   Verbatim: I placed a 20g IV in pt's l ac with the new ivs, bd nexiva diffusics. When originally placed line worked great. When taken to CT line would not work. When I felt the pt's arm I could feel the catheter bent and outside of the vein. When I took the catheter out I was able to see where it was bent in her arm. Pt has been in pain and moving frequently. I placed a new line and pt was able to get her CT. This is the third time I have had something similar happen. These IV catheters seem to be coming out of the veins and bending in the pt's arms after they have been moving around. This has the potential to cause infiltrations if pt's are receiving infusions or drips and they move around.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that nexiva diffusics 20g x 1.25 in catheter kinked. This occurred on 3 occasions. The following information was provided by the initial reporter: it was reported that nurse could feel the catheter bent and outside of the vein - when I took the catheter out I was able to see where it was bent in her arm.   Verbatim: I placed a 20g IV in pt's l ac with the new ivs, bd nexiva diffusics. When originally placed line worked great. When taken to CT line would not work. When I felt the pt's arm I could feel the catheter bent and outside of the vein. When I took the catheter out I was able to see where it was bent in her arm. Pt has been in pain and moving frequently. I placed a new line and pt was able to get her CT. This is the third time I have had something similar happen. These IV catheters seem to be coming out of the veins and bending in the pt's arms after they have been moving around. This has the potential to cause infiltrations if pt's are receiving infusions or drips and they move around.